Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable of the patient electronic system.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection of the returned material revealed functional damage to the power extension cable in the form of exposed broken internal wire from the area where the wire joins pvc overmold. No software malfunctions or anomalies were observed. A known working test power extension cable was used for performance testing due to functional damage to the one returned. No attempt was made to power on the unit using the power extension cable the unit was originally assembled with as a safety precaution to avoid an electrical hazard. The unit powered on successfully in conjunction with the test power extension cable or when the power supply was connected directly to the main unit assembly. The unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023.